Event description:
It was reported that the customer was only able to successfully fill the cartridge with 200 units of insulin out of 280 units of insulin. Customer's blood glucose level was 86 mg/dl. Reportedly, the customer continued to use the cartridge with 200 units of insulin for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.